Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently, the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.